Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for analysis. The reported issue could not be confirmed or duplicated. All measured electrical values are in the range. No problem found. Electrical safety and functional test passed. The root cause was unknown as the complaint was not reproduced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device is plugged into any socket, the electric alarm in the hall goes on. There were no incidents or failures. There was no healthcare worker involvement. There was no patient involvement.